Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 17-0000e; ti sleeve for alumina head; lot# x225w4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported through the submission of usage sheet that the patient's hip was revised due to infection. A 40 mm lfit v40 +8 mm head was swapped. For the same type and size. Spoke to rep, confirmed operative side was left. Confirmed that no further information will be released by the hospital or surgeon.